Manufacturer narrative:
The actual device reported in section d is not marketed in USA, but devices with similar characteristics (i.e cocr head 40mm12/14 szs/-4 ref#01.01012.405) are marketed in USA, and therefore this report was filed. Trend analysis: no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) - event summary: it was reported by surgeon during clinical study that a (B)(6) female patient underwent bilateral total hip replacement on (B)(6) 2015. Patient received fitmore stem in the right hip and cls spotomo stem in the left one, trilogy cup on both sides. Very early deep periprosthetic joint infection and extraction of all implants on (B)(6) 2015. This complaint is for the infection observed on the left hip. Review of received data - 2x-rays were provided and the review was done by dr. (B)(6). On (B)(6) 2015: x-ray (pelvic view). Slightly over-radiating, no particular abnormalities on both hip endoprostheses or in the periprosthetic bone regions. On the right, additional cerclage above the trochanter minor. Cup inclination angle (measured by hand) right about 43°, left about 36°. On (B)(6) 2015: x-ray (pelvic view): compared to the x-ray dated (B)(6) 2015 the bony structures are more transparent. Comparatively nearly unchanged rotational positions of both hips, no particular abnormalities on both hip endoprostheses or in the periprosthetic bone regions. The cup inclination angle on both sides is unchanged. -surgical report. (B)(6) 2015: hip-tp on both sides without cement, right fitmore stem / trilogy cup, left cls stem / trilogy cup. Intraoperative on the right side a fissure detected proximal femur, handled with 2 cerclage. Perioperative antibiotic treatment. On (B)(6) 2015: emergency treatment with increasing pain in the area of the right hip. A few days before, a fistula had opened at the right hip, detection of cefotaxime-sensitive enterobacter cloacae. On (B)(6) 2015 a skin erythema on the left side was visible. Of a widened hauterythems on the left hip with larger amount of pus. Revision surgery of both hips was performed (girdlestone), first right. On (B)(6) 2015: (right) intraoperative detached approach of the muscle glutaeus medius, subcutaneous necrotic tissue was detected. After removal of the stem and cerclage, no evidence of pus in the femur. After removal of the trilogy cup no detection of pus with good bone bearing. Rinse and insert of septopal 80g in acetabulum. (Left) subcutaneous pus, a fistula extends to the prosthesis, detached approach of the muscle glutaeus medius, subcutaneous necrotic tissue was detected. After removing the stem, pasty tissue appears on the femur, suspicious of infection. Six cultures are taken from the femur, and septopal 160g is placed in the femur. After removing of the trilogy cup, no pus and a good bone bearing is seen. After the infection is healed new endoprostheses will be implanted. This is in about 6-7 weeks. No product was returned to zimmer biomet for in-depth analysis. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Sterilization certificates were reviewed and it is confirmed that the devices were sterilized according to the sterilization specifications. Root cause analysis: root cause determination using dfmea: -infection, septic loosening due to unsterile implant due to failure of sterilization procedure. => not possible: sterilization certificates certifies the sterility procedure. -septic loosening due to secondary infection, comorbidity (patient has an infection in another site of the body). => possible: it is possible that the insertion of the two cerclages on the right hip might have led to the observed infection on the right hip. Conclusion summary: during the implantation of a cement-free hip endoprosthesis on both sides (right fitmore / trilogy, left cls / trilogy) on (B)(6) 2015, two cerclages above the trochanter minor had to be inserted to the right proximal femur due to an intraoperative fissure. On the second postoperative day the patient had pain. An open fistula was detected on the right hip with a microbiological detection of enterobacter cloacae. Emergency treatment on (B)(6) 2016 with puncture of larger amount of pus on the left hip. One day before an erythema on the left hip was seen. On (B)(6) 2015 removal of both endoprosthesis. Insertion of septopal. There is only an evidence of pus for the left side. Enterobacter cloacae is a bacterium belonging to the family of enterobacteria, which occurs in human intestinal flora and causes infections in humans with a weakened immune system, for example after surgery. The enterobacter cloacae can occur in hospitals, for example on blood products, stethoscopes, endoscopes, intravenous fluids, distilled water and from the hands of the nursing staff, if unclean work is done. The transmission is mainly via direct or indirect contact with contaminated persons or objects. The best precaution to prevent infection by this bacterium is cleanliness. The gamma sterilization specifications of the devices certify the suitability of sterilization. The irradiation certificates of the affected lots have been reviewed and were found to be according to specification. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Moreover, no trend on infection has been observed for this product family. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported by surgeon during clinical study that a patient underwent bilateral total hip replacement. A cocr head 32/ 0 'm' 12/14 was implanted on the left side a on (B)(6) 2015 and explanted on (B)(6) 2015 due to very early deep periprosthetic joint infection.